Event description:
The following was reported to gore: on (B)(6) 2024, a patient underwent treatment to close a atrial septal defect using a 32 mm gore® cardioform asd occluder. The patient tolerated the procedure. On unknown date, at 1 month follow up, a transthoracic echocardiography revealed a thrombus. No subjective symptoms was reported. On (B)(6) 2024, the occluder was removed surgically because a possible thrombus was attached on the right atrial disc. The septal defect was closed surgically. The patient tolerated the procedure. On unknown date, but in (B)(6), 2024, the patient was discharged and was doing well. The physician stated that the occluder was implanted well. At this point, he do not think it is caused by the device. Two cardiologists commented that it might be not a thrombus as far as they could see from imaging. The surgeon thought it was an organizing thrombus.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d12: according to the gore® cardioform asd occluder instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: device thrombosis or thromboembolic event resulting in clinical sequelae. Imaging evaluation: at 1 month follow up, a transthoracic echocardiography revealed a large pedunculated echogenic mass attached to the right atrial disc. The occluder was later removed and the septal defect was closed surgically. Emdr section h6, codes c19, d12, d15 updated to reflect results of product evaluation.